Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported events are unable to be determined. However, the causes of the reported events are likely due to corrosion of el-connector and breakage of ccd unit, causing image noise. Additionally, coating on insertion section peeled off due to stress during user handling of the device. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image ·preparation and inspection_ inspection of the endoscope -inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: -follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. - connect the endoscope connector, videoscope cable and video system center completely. Otherwise, faulty contact can result. - do not bend, hit or twist the insertion section, control section, universal cord and endoscope connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. - before inserting the endoscope, place the mouthpiece in the patient¿s mouth in order to prevent the patient from biting the insertion section. Biting the insertion section may result in breakage of the ccd cable or light guide. - before immersing the endoscope, always attach the water-resistant cap. Otherwise, water will enter the endoscope and may cause short of the internal circuit. This may result in breakage of the switch and ccd. - if bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter from the hole and short the internal circuit. This may result in breakage of the switch and ccd. - turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. - do not touch the electrical contacts inside the electrical connector. Ccd damage may result. - do not hit or bend the electrical contacts on the endoscope connector. Important information ¿ please read before use -warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy -precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal -warning: the storage cabinet must be clean, dry, well-ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers allegation was confirmed. A noisy image was found and the coating on the connecting tube was peeled off (over 1mm2). There was also corrosion found on the electrical connector and the insertion tube had scratches. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a picture flower screen¿ (noisy) image problem while using the evis lucera bronchovideoscope. The issue was found during reprocessing and there was no patient harm associated with the event. The device was returned and evaluated, and the coating on the connecting tube was peeled off (over 1mm2). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: the issue was found during reprocessing and there was no procedural involvement or patient impact associated with the event.